Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Description ¿ tubing is separating from the safety clamp.

Manufacturer narrative:
The customer reported the tubing separated at the safety clamp, and returned two samples of material 2420-0007, lot 25095498. Upon initial visual examination, the sets verified the complaint of separation from the lower fitment. The tubing was examined under a microscope, and insufficient solvent was found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the failure by implementing two new fixtures for the solvent dispenser to aid in application.